Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of post-paced t-wave oversensing was observed. Programming changes were made and a reduction in t-wave oversensing was seen post programming changes. No patient adverse complications reported.